Event description:
A customer observed positively biased results for both quality control and patient samples on (B)(6) 2009, using vitros vanc reagent on a vitros 5, 1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. One patient result was reported and the physician suspended treatment until a corrected report was issued. There were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation found no evidence to suggest that the vitros 5, 1 malfunctioned. The investigation was unable to determine definitive root cause, however, reagent pack handling cannot be ruled out as the customer was not following the manufacturer's recommendation for vanc on-analyzer storage time and may have been using expired vanc reagent. The customer has observed acceptable vanc performance since implementation of the manufacturer's reagent pack handling recommendations. The root cause is unknown.